Event description:
It was reported that during a sigmoid colectomy procedure, the device was inserted to be fired. It was tightened down and fired; surgeon made sure it stayed fired and it cut the string. They use prolene suture. The surgeon went to pull it out after it was loosening and it stuck a little. The surgeon stated it did not feel right. The surgeon went to pull it out and the anastomosis fell apart. The staples did not form at all. All the staples were removed and the area was hand sutured. The patient is currently fine.

Manufacturer narrative:
(B)(4): uncut washer - blemished. The analysis results found that the device arrived in good visual condition, without staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the indicator is not fully within the green range of the gap setting scale or the firing sequence is not complete (plastic to plastic), staples could be deployed without completely forming and without cutting the washer. When either or both of these scenarios occur the device will not transect the tissue completely resulting in difficulties to remove the device. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(6). (B)(4). Information anticipated, but unavailable at this time.